Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The suture capture has been partially disconnected from the upper jaw. The returned suture capture is deformed but not broken. Bio debris is present. No other visual deficiencies. A functional evaluation was performed on the returned device and found that pulling the lever will close the aligned jaws and deploy the suture passer needle but is slow to reopen the jaws. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include excessive force, tissue thickness or damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, after firing the firstpass suture with suture material through the tissue, the operator discovered that the catching device was dislocated from its holder. No material remained in the patient. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.